Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lv (left ventricular) lead was pulled back into the main body of the coronary sinus. High thresholds were noted in all vectors. The lead was partially explanted and replaced. It was noted that the lead became severed while removing adhesions with electrocautery. No patient complications have been reported as a result of this event.